Event description:
It was reported that, during an implant procedure, the stylet could not be advanced through the right ventricular (rv) lead. Repositioning using a different stylet was attempted but was unsuccessful. It was observed that the stylet had perforated the rv lead insulation. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reports of low sensing and stylet perforation of the lead were confirmed. Visual and x-ray examination found the stylet perforating the connector region, damaging the coils and insulations. Due to the perforation noted, the lead failed the short test. The cause of the reported events was isolated to the damaged coils and insulations consistent with procedural damage. Visual and x-ray analysis did not find any other anomalies.